Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried on the baseplate. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, the exact source of the patient¿s fungal peritonitis cannot be determined. However, fungal peritonitis is a known complication in patients undergoing pd therapy. Fungi are found widely in the environment, being part of the normal flora of human skin and mucosa. Therefore, it is possible the peritonitis event was related to a breach in aseptic technique, as reported by the patient¿s pd nurse. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) was experiencing abdominal pain and was hospitalized for peritonitis. There were no reported issues with any fresenius device or product in relation to the event. Rather, the nurse stated the patient will be on pd hold. During additional follow-up, the patient¿s pd nurse reported that a pd culture was obtained in the hospital which yielded growth of unspecified fungus (organism not reported; culture not available). Reportedly, the patient was treated in the hospital with unknown medication for the infection. Additionally, on an unspecified date, the pd catheter (not a fresenius product) was removed and the patient was transitioned to hemodialysis. Per the nurse, the peritonitis infection is not suspected to be related in any way to fresenius device, or product. Additionally, there were no reported fluid leaks associated with the event. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse reported a breach in aseptic technique may have been associated with the event. No further information about the patient¿s hospitalization is known as the nurse stated the hospital discharge summary is not available.